Event description:
This is my second malem alarm, the alarm overheated and burnt my son. He has minor burns, but worth reporting since the alarm was too hot and caused blisters on his skin. All I did was use it as instructed and the back part of the alarm burnt him. It was hot like it was on fire.